Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead caused severe tricuspid regurgitation due to leaflet entrapment. During lead removal, gentle traction revealed adhesions within the central venous system; these were successfully treated using laser, allowing for complete explantation. A small amount of myocardium was observed on the lead, together with fibrous tissue along the lead body. The patient remained hemodynamically stable throughout the procedure and a transesophageal echocardiography demonstrated moderate tricuspid regurgitation with no evidence of pericardial effusion. A leadless pacemaker was successfully implanted. No additional adverse patient effects were reported. This product was received for analysis.